Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is report 2 of 2 manufacture report number see 2032227-2014-55086.

Event description:
Customer reported experiencing high blood glucose in the 400 mg/dl range, current was 389 mg/dl. Customer stated he lost his serter and has been manually inserting infusion sets and may be the reason of highs. Customer thinks the sensor might not be properly inserted since he does not have the serter. Customer states that when he pulls down pants he has a pain and pulls on site. Customer was advised not to use the sets for more then 3 days. No further information reported.